Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2021. During the procedure, the physician encountered difficulties in releasing the bands while in use. The same problem occurred with the second speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2021. During the procedure, the physician encountered difficulties in releasing the bands while in use. The same problem occurred with the second speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2021. During the procedure, the physician encountered difficulties in releasing the bands while in use. The same problem occurred with the second speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on january 12, 2022: it was reported that the two speedband superview super 7 devices were used in the esophagus during a variceal ligation procedure and was completed with another speedband superview super 7 device. There was no patient complications reported as a result of this event. Additionally, it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device problem code a150203 captures the reportable event of bands difficult to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that only the ligator head was returned and the handle was not returned for analysis. It was also observed that the ligator head was returned with three bands attached which were moved out from their original positions and overlapped. Further examination was performed, and it was noted that the ligator head teeth were damaged (bent). No other problems with the device were noted. The reported event was confirmed. The overlapped bands, moved from their position indicates a deployment problem and could be related to the ligator head teeth being damaged/bent. This could have been caused by user manipulation and/or some extra tension applied to the whole device. Once the teeth were damaged /bent the suture thread could have difficulties releasing the bands. Based on the available information and the analysis of the returned ligator head, the most probable root cause of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h2: correction: block h10 (additional MFR narrative block h6: medical device problem code a150203 captures the reportable event of bands difficult to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that only the ligator head was returned and the handle was not returned for analysis. It was also observed that the ligator head was returned with three bands attached which were moved out from their original positions and overlapped. Further examination was performed, and it was noted that the ligator head teeth were damaged (bent). No other problems with the device were noted. The reported event was confirmed. The overlapped bands, moved from their position indicates a deployment problem and could be related to the ligator head teeth being damaged/bent. This could have been caused by user manipulation and/or some extra tension applied to the whole device. Once the teeth were damaged /bent the suture thread could have difficulties releasing the bands. Based on the available information and the analysis of the returned ligator head, the most probable root cause of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6), 2021. During the procedure, the physician encountered difficulties in releasing the bands while in use. The same problem occurred with the second speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. **additional information received on (B)(6), 2022** it was reported that the device was used in the esophagus during a ligation of varices procedure. The procedure was completed with another speedband superview super 7 device and there were no patient complications reported as a result of this event. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device problem code a150203 captures the reportable event of bands difficult to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on (B)(6) 2021. During the procedure, the physician encountered difficulties in releasing the bands while in use. The same problem occurred with the second speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on january 12, 2022: it was reported that the two speedband superview super 7 devices were used in the esophagus during a variceal ligation procedure and was completed with another speedband superview super 7 device. There was no patient complications reported as a result of this event. Additionally, it was noted that there was no difficulty experienced upon setting up the device.